Event description:
The customer reported that the system intermittently locked up and halted the boot process. System functionality was recovered by rebooting the system. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an investigation. The user was instructed to reboot the system as the probability of clearing the error was deemed to be likely. At this time there is no evident conclusion as further repair info is unavailable and no additional service case info was provided.